Event description:
Baxter's global pharmacovigilance (gpv) communicated that during a phone conversation with the peritoneal dialysis (pd) nurse, the following information was obtained. On (B)(6) 2010, the patient developed pasteurella multocida peritonitis. The patient was treated with a three week regiment of oral (po) augmentin (dosage and frequency were not reported). At the time of the report, the peritonitis was ongoing, but improved. The nurse stated the peritonitis was caused because the patient's cat had bit the pd line and it was not related to the dianeal and extraneal solutions of the homechoice device. Further information was not provided.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/19/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.